Manufacturer narrative:
Additional information has been requested. Verma s, tobis j. Explantation of patent foramen ovale closure devices: a multicenter survey. Cardiovascular interventions 2011;4(5):579-85.

Event description:
The event was received through a literature article "explantation of patent foramen ovale closure devices" published in cardiovascular interventions 2011. It was reported that a helex septal occluder was explanted 6 months after closure for patient complaints of chest pain and new onset atrial fibrillation.